Event description:
It was reported that a user experienced hyperglycemia attributed to an insulin delivery interruption due to a suspected occlusion while using the ilet system, with the user¿s meter indicating a ¿high¿ reading consistent with blood glucose above 400 mg/dl; the user was instructed to detach, prime insulin through the tubing, reattach, and dismiss the alert. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or long-term impairment. Investigation included troubleshooting with the user and education on clearing an occlusion and restoring insulin delivery. Investigation of this case revealed an insulin occlusion alarm with high glucose, and the device component involved was the insulin delivery pathway and tubing. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.